Event description:
There was an additional counted sponge (6 vs.5) in the medline basic ortho tray. An accurate sponge count is critical to avoid the potential for a retained foreign body during surgery. FDA safety report ID # (B)(4).